Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 220mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with an unresponsive act button due to corroded keypad trace. Damages to the display window and reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.